Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), genital haemorrhage ('abnormal bleeding(general)'), nephrolithiasis ('kidney stones') and postoperative ileus ('post up ileus') in a (B)(6) year old female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper abdominal discomfort, abdominal pain, peptic ulcer disease, gastritis, dyspepsia, cholelithiasis, anemia, dizziness, lightheadedness, weakness, nausea, iron deficiency, kidney stones and perineal pain. Concurrent conditions included migraine, headache recurrent, ganglion cyst, dysmenorrhea, neoplasm, blood in urine, back pain, flank pain, hematuria, menorrhagia, uterine bleeding, abdominal pain, vomiting and diarrhea. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (aviane) since 2012, ferrous sulfate since 2011, ibuprofen, imiquimod, ketorolac, medroxyprogesterone acetate (depo-provera), omeprazole magnesium (prilosec) and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and headache ("head pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced postoperative ileus (seriousness criterion medically significant), 6 years after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot and cold flashes"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and stents for kidney stones). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and pain in extremity had resolved, the genital haemorrhage, nephrolithiasis, postoperative ileus, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, mood swings, hot flush, migraine, nausea, anxiety, depression, post-traumatic stress disorder and weight increased outcome was unknown and the back pain and headache was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pain in extremity, post-traumatic stress disorder, postoperative ileus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012, (B)(6) 2012. Coils protruding on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2014: CT - essure devices noted in the right pelvis. Hysterosalpingogram - on (B)(6) 2012: results: hsg - satisfactory appearance of the right fallopian tube containing the essure device. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and medical records received: lot number was added. Reporter information, patient demography added. Fu 2 and 3 were processed together. On 17-sep-2019: pfs received: previously added event injury was replaced with new events: abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, hair loss, hormonal changes describe: mood swings, hot and cold flashes, migraines / headaches, nausea, pain, psychological or psychiatric problems condition: anxiety, depression, ptsd, weight gain, kidney stones, post op ileus. Lab data, medical history, concomitant drug were added. Fu 2 and 3 were processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), genital haemorrhage ('abnormal bleeding(general)/ gen abnormal bleed'), nephrolithiasis ('kidney stones') and postoperative ileus ('post up ileus') in a 40-year-old female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper abdominal discomfort, abdominal pain, peptic ulcer disease, gastritis, dyspepsia, cholelithiasis, anemia, dizziness, lightheadedness, weakness, nausea, iron deficiency, kidney stones and perineal pain. Concurrent conditions included migraine, headache recurrent, ganglion cyst, dysmenorrhea, neoplasm, blood in urine, back pain, flank pain, hematuria, menorrhagia, uterine bleeding, abdominal pain, vomiting and diarrhea. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (aviane) since 2012, ferrous sulfate since 2011, ibuprofen, imiquimod, ketorolac, medroxyprogesterone acetate (depo-provera), omeprazole magnesium (prilosec) and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting after essure removal"), menorrhagia ("menorrhagia, menorrhagia(heavy menstrual bleeding)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and headache ("head pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced postoperative ileus (seriousness criterion medically significant), 6 years after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot and cold flashes"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd"), pain in extremity ("legs pain"), pelvic pain ("pain"), flatulence ("gas"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), menstruation irregular ("my period has been so off"), dermoid cyst ("dermoid cyst") and irritable bowel syndrome ("ibs") and was found to have precancerous cells present ("precancerous cells"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and stents for kidney stones). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and pain in extremity had resolved, the genital haemorrhage, nephrolithiasis, postoperative ileus, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, mood swings, hot flush, migraine, nausea, anxiety, post-traumatic stress disorder, weight increased, abdominal distension, precancerous cells present, menstruation irregular, dermoid cyst and irritable bowel syndrome outcome was unknown, the alopecia, depression, back pain, headache, pelvic pain and flatulence was resolving and the feeling abnormal had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dermoid cyst, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nephrolithiasis, pain in extremity, pelvic pain, post-traumatic stress disorder, postoperative ileus, precancerous cells present, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012, (B)(6) 2012. Coils protruding on right: 3. Plaintiff received treatment for psych injury, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: CT - essure devices noted in the right pelvis. Hysterosalpingogram - on (B)(6) 2012: results: hsg - satisfactory appearance of the right fallopian tube containing the essure device. Right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: content from social media received. Events pain, gas, bloating, precancerous cells, brain fog, irregular periods. Dermoid cyst, ibs added. Outcome for depression and hair loss were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), genital haemorrhage ('abnormal bleeding(general)'), nephrolithiasis ('kidney stones') and postoperative ileus ('post up ileus') in a 40-year-old female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper abdominal discomfort, abdominal pain, peptic ulcer disease, gastritis, dyspepsia, cholelithiasis, anemia, dizziness, lightheadedness, weakness, nausea, iron deficiency, kidney stones and perineal pain. Concurrent conditions included migraine, headache recurrent, ganglion cyst, dysmenorrhea, neoplasm, blood in urine, back pain, flank pain, hematuria, menorrhagia, uterine bleeding, abdominal pain, vomiting and diarrhea. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (aviane) since 2012, ferrous sulfate since 2011, ibuprofen, imiquimod, ketorolac, medroxyprogesterone acetate (depo-provera), omeprazole magnesium (prilosec) and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and headache ("head pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced postoperative ileus (seriousness criterion medically significant), 6 years after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot and cold flashes"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and stents for kidney stones). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and pain in extremity had resolved, the genital haemorrhage, nephrolithiasis, postoperative ileus, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, mood swings, hot flush, migraine, nausea, anxiety, depression, post-traumatic stress disorder and weight increased outcome was unknown and the back pain and headache was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pain in extremity, post-traumatic stress disorder, postoperative ileus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012, (B)(6) 2012. Coils protruding on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: CT - essure devices noted in the right pelvis. Hysterosalpingogram - on (B)(6) 2012: results: hsg - satisfactory appearance of the right fallopian tube containing the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.